Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a routine colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was rotated and then the tech deployed the clip, but the clip did not detach from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.